Manufacturer narrative:
UDI: (B)(4). Additional information: patient underwent posterior cervical decompression c3-c6. Mayfield modified skull clamp (a1059) was returned for evaluation. Evaluation showed that the lock has rotational and lateral movement and a residue buildup is present. Unit needs repair, and replacement of worn parts, general maintenance and cleaning is also required. The reported complaint was confirmed. The device exceeds its expected life of 7 years (manufactured in 2012).

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during an unspecified procedure, the a1059 mayfield skull clamp was applied by the surgeon, pressure was dialed to 60 pounds of pressure and the rotation locked. Patient was then transferred onto jst, and the clamp then fixed to table. The rotation lock failed and the clamp rotated. The surgeon safely adjusted the position, and the clamp did not fail a second time. There was no patient injury and no known delay in surgery. Additional information has been requested.